Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received expired samples from the customer facility for investigation. No photos were received from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® urine complete cup kit would not fill appropriately.